Manufacturer narrative:
Qn#(B)(4). The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. The DHR file is not available for review in the us. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the attempted insertion of an ez-io intraosseous vascular needle, the stylet and catheter-and-hub assembly became detached prior to insertion. This went unnoticed, leading to unintentional insertion of the stylet without the catheter-and-hub attached.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the attempted insertion of an ez-io intraosseous vascular needle, the stylet and catheter-and-hub assembly became detached prior to insertion. This went unnoticed, leading to unintentional insertion of the stylet without the catheter-and-hub attached.